Event description:
It was reported that the customer received the unit back from repair and upon testing the device discovered that the disposable is stuck in the motor drive unit again. The customer had attached and removed the handpiece three times successfully before having a problem removing it. There was no patient involvement.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual inspection revealed no cosmetic issues. The reported symptom that the disposable got stuck in the mdu was verified using the customer's unknown disposable, but could not be duplicated using a test morcellator disposable. Also, a grinding noise was heard when using the test morcellator disposable due to a defective motor coupler. The disposable was not engaging due to the cpc misalignment.